Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump kept alarming no delivery. Customer's blood glucose was 24mmol/l. Customer changed out infusion set and the device continued to alarm. The cannula was not bent or kinked. Customer inserts the infusion set in the buttocks with the serter. Customer state he had some scarring at the insertion site. No damage noted on the device. Alarm and possible causes were explained to the customer. Customer requested the replacement of the device. No further information to report.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump had a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.